Event description:
It was reported post implant a realize gastric band, the port disconnected from the fascia which caused it to migrate closer to the umbilicus. Where it began to erode through the skin. A new port was placed on (B)(6), 2010. It was noted upon removal the original port, the hooks were not deployed. The new port was placed in the upper left quadrant. The band is fine and was not explanted. Patient is in stable condition.

Manufacturer narrative:
(B)(4).the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.